Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported the turbohawk cutter driver jammed during the case causing the device to be unusable. Procedure was complete without patient injury. Evaluation summary: the turbohawk was received inserted a cutter driver. The turbohawk was inspected and noted the torque shaft was bent approximately 90 degrees beneath the strain relief. The distal assembly was inspected and noted the plunger was pushed back to the cutter window. The cutter window was inspected under microscope. The cutter appeared to have signs of chipping and the top rim of the distal area of the cutter window showed wear. It should be noted biological material was found within the cutter window. The cutter driver was powered on and the thumb switch was attempted to be advanced. The cutter could not move forward. The distal assembly was soaked in klenzyme for 48 hours in efforts to dissolve biological material. The cutter could not advance after soaking the distal assembly. A 0.014 guide wire from the lab was used to push the plunger distal to the cutter window. The cutter driver was powered on and the cutter would crash into the distal top rim of the cutter window.